Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the paramedics took the patient to the hospital due to a serious hypoglycemia episode since the patient took too much insulin and the patient was loss of consciousness. Prior to the time of the event, the patient was feeling fine. At an unspecified time, the cgm reading was documented as being 140 mg/dl and no bg reading was documented in the complaint. The reversal of hypoglycemia as not documented. The hospital removed the sensor and tandem insulin pump. The patient could not confirm if it was working correctly or not, therefore it could not confirm if the dexcom was at fault. Technical support attempted to contact the patient for further details about the event, but it was not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.